Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that error message was displayed and patient had corneal edema after the combined cataract and vitrectomy surgery. The reporter stated that corneal transplant will be necessary for the patient. Patient details unknown at this time. It was unknown whether the patient received medical intervention or hospitalized or not. The surgery was completed on the same day by changing the cassette. The current outcome of the patient symptom was continuing. Additional information received that patient experienced such severe visual impairment after the cataract surgery. The current outcome of the corneal edema was resolved. This report pertains to cassette involved in this reported event.